Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and after completing the reset, the caller successfully loaded a cartridge and resumed insulin delivery.